Manufacturer narrative:
The reported event was confirmed. Visual inspection noted one dome bag was received with the inlet tubing and green catheter connector. Visual evaluation noted the green catheter connector was disconnected from the inlet tubing on return. No cracks, breaks, or fractures were noted in either the catheter connector or the protective cap. The investigation indicated that the reported issue was not manufacturing, or supplier related. Therefore, a device history record review was not required. The instructions for use were found adequate and state the following: "directions for use: wash hands. Remove protective cap from drainage tube and connect drainage tube adapter to catheter. Fasten drainage bag to bed frame near the foot of the bed. Do not allow bag to touch floor. Important: hang drainage tube in a straight fashion from bedside to drainage bag. If drainage bag is placed even with patient¿s hip, coil tubing alongside patient. Tubing should be draped over patient¿s leg. Check that urine is draining into bag. To empty bag: remove outlet tube from housing. Release clamp and empty bag. When bag is empty, return clamp to closed position and replace tube in housing. Note: if specimen is required, see directions for obtaining urine sample. Wash hands. After use, this product may be a potential biohazard. Handle and dispose of in accordance with accepted medical practice and applicable local, state and federal laws and regulations."

Event description:
It was reported that the protective cap broke and traveled into the foley, which caused the patient to experience utis. The patient was prescribed antibiotics for the utis.